Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer reported issue during testing and evaluation. Vyaire medical performed several test's during bench testing and the ventilator passed every test performed with no inconsistency. The ventilator passed 88 hours of extended test at the customer's settings without any unusual alarm or error condition. This ventilator met all manufacturers specifications.

Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that when the ventilator is on ac mode, the volumes are out of specification and not constant. There was no report of any patient involvement associated with this reported event.